Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The customer reported: intermittent poor vacuum during the I/a. Customer does not believe the issue is handpiece related. No patient impact was reported. Additional information was requested.